Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was filling the tubing during the load step. The reporter stated that the pump alarmed for no cartridge detected while there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found warnings of no cartridge detected. The pump powered up and immediately alarmed for an incorrect battery being inserted. As a result of the incorrect battery alarm, the investigation was unable to complete the testing and fully evaluate the reported load step issue. No conclusion can be drawn. Pump casing was open and a failed capacitor was found to be the cause of the incorrect battery alarm.